Manufacturer narrative:
Concomitant medical products: evolutpro-29-us transcatheter valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable pulse generator (ipg) exhibited sensing issues as was unable to read the impedance values saying 'not taken' and showing noise and high thresholds incorrectly. The implantable pulse generator (ipg) was explanted and replaced. The replacement implantable pulse generator (ipg) exhibited sensing problems in the form of noise. The device was reprogrammed and remains in use. It was reported that, since implant, the right ventricular (rv) lead exhibited intermittent noise,low impedance and short ventricular to ventricular intervals. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.